Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.

Event description:
It was reported that the patient felt discomfort. The right ventricular (rv) lead was repositioned a few days post implant due to dislodgement. A few weeks later, the lead exhibited high thresholds, loss of capture, and loss of sensing. Another dislodgement occurred. It was suspected that there was an issue with the helix since it was unable to fixate in the ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.